Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The lot number of the gore device was not provided. Therefore, a review of the manufacturing records could not be performed and the UDI number is not available. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU) complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2016, a patient underwent elective endovascular treatment of an asymptomatic chronic dissection in zone 2, which extended to zone 9. The tevar indication was for pain. The primary entry tear was located in zone 4 and was covered. A conformable gore® tag® thoracic endoprostheses (tgu313115) implanted in zone 3, with coverage extending within zone 4. Additionally a branch procedure involving the celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) was performed. Post treatment there patency was reported with no coverage of the left subclavian artery (lsa). At the time of the initial procedure, the maximum aortic diameter and was reported to measure 59mm, in zone 4. No post operative complications were reported. The patient was transferred to the intensive care unit and discharged to home on post operative day (pod) 3. The maximum aortic diameter within the treated area at time of discharge was reported to measure 69mm. The patient underwent follow up visits on unknown pod(s): 15. On an unknown date, approximately pod 15, follow up imaging reported the aortic diameter within the treated aorta, evg measured 69mm. There have been no additional procedures or complications reported for the patient.

Manufacturer narrative:
Update: date of event.

Manufacturer narrative:
Other relevant history: add additional information.